Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recu1663 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "during PICC placement encountered problem with mst wire. Vessel accessed with needle, unable to thread wire, re-positioned needle attempted to thread wire met resistance again. Wire estimated to be just past the tip of the needle. I attempted to pull wire out, met resistance in pulling wire out. I had to pull the needle and wire out as a unit. The wire had frayed and I had to pull long string like wire the remaining way out of the patients arm. New mst kit used and vein was accessed without problems."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire was confirmed and the cause was determined to be use related. The product returned for evaluation was 0.018" x 50cm nitinol guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken with the coil wire being unraveled. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: ¿ shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle) ¿ narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire ¿ the weld tip of the wire was missing and could not be accounted for during the evaluation normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The product instruction for use (IFU) contains the following information which may be relevant to this type of event, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recu1663 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "during PICC placement encountered problem with mst wire. Vessel accessed with needle, unable to thread wire, re-positioned needle attempted to thread wire met resistance again. Wire estimated to be just past the tip of the needle. I attempted to pull wire out, met resistance in pulling wire out. I had to pull the needle and wire out as a unit. The wire had frayed and I had to pull long string like wire the remaining way out of the patients arm. New mst kit used and vein was accessed without problems."